Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 10 atm's on the second inflation. (The number of atm's reached on the initial inflation is unk). The pt was asymptomatic during this event. The lesion being treated was a 100% in-stent restenosis in the proximal lad coronary artery. It is noted that resistance was met during insertion of the maverick2 monorail balloon catheter. Pt status is reported as "good".